Event description:
Pt with multiple lesion, metastatic bone cancer presented to the operating room for anterior decompression of a tumor mass at the l4 vertebral body, l4 vertebrectomy, vertebral body replacement spanning l3-l5, and a 360 degree stabilization with instrumentation. Pt's bone quality was noted as poor, with multiple lesions, bony voids, and an irregular endplate at l5. The l3 vertebral body was packed with allograft bone prior to xrl implantation. Xrl was implanted and an antegra construct was placed spanning l3 to l5. Due to pt condition, the surgeon opted not to complete the posterior stabilization. On (B)(6) 2012, the pt was returned to the operating room for posterior stabilization. During positioning it was noted on x-ray that the 2 superior screws, intact and locked to the plate, had pulled away from the bone. The xrl implant appeared to be rotated and the anterior inferior corner was noted as possibly in contact with the antegra plate. During the scheduled posterior stabilization the surgeon attempted to pull the caudal end of the xrl implant posterior but the repositioning was not retained. The pt was implanted with a posterior matrix construct at l3-l5 and closed. All implants from the initial surgery were noted as intact and still implanted. At present surgeon will continue to observe pt, there are no plans to revise pt at this time. This is the third of five reports for this incident.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as device was not returned and lot number was not provided.